Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change errors occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. At the time of call, customer reported they would change the cartridge to resolve the issue.